Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently responsive and required multiple button presses to respond. The keypad was found to be peeling around the up arrow button. Contamination was found under the key contacts. A hole was also found in the bolus button. The battery compartment was also found to be cracked. Investigation also revealed a dim, faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling around the up arrow button. Investigation revealed that the keypad buttons were intermittently responsive and required multiple button presses to respond. The contrast button required hard presses and increased force in order for it to respond; the contrast button has no affect on insulin delivery function. Contamination was found under the key contacts. A hole was also found in the bolus button; the bolus button was found to be responsive. The battery compartment was also found to be cracked. Investigation also revealed a dim, faded and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.